Manufacturer narrative:
Follow-up #1 date of submission 09/14/2015-product analysis:the device was returned and evaluated by product analysis on 08/25/2015 with the following findings:the complaint was not duplicated with investigation. The pump powered on to a dim and discolored display screen. Leak testing revealed a display lens leak. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, a battery compartment crack was observed. No moisture was observed within the pump¿s battery compartment.

Manufacturer narrative:
Follow-up #2 date of submission 09/14/2015-additional information:h10: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power (moisture behind display) issue. Troubleshooting was unable to be completed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.